Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report a hospitalization due to high blood glucose readings, that was due to a bent cannula. Customer stated that her readings went high and when she removed the infusion set tape, she saw the site flooded with insulin and the cannula was bent over the skin because it had never penetrated the skin. The customer's blood glucose reading was 628 mg/dl. After the customer changed the infusion set her readings came down. The customer was sent a tape kit, but nothing was returned for analysis.